Event description:
It was reported that the paramedics were called and customer was hospitalized in intensive care unit and treated with IV drip due to high blood glucose and dka. Customer's blood glucose reading at the time the paramedics arrived was 676 mg/dl. Caller stated that the customer's wife found customer on the floor, due to he had fallen an fractured his arm. Caller also stated the customer's reservoir did not have any insulin and the insulin pump was alarming no delivery prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.